Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Observed watermark at the base of the sensor tail. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was sent for further investigation and was de-cased. Upon visual inspection of the pcba (printed circuit board assembly), no issues were observed. Connector key was used to perform smu (source measurement unit) testing, and results were within specification. Additional testing has been performed for this issue and poise voltage testing and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc (abbott diabetes care) device. The customer's caregiver reported unspecified higher sensor scan readings compared unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a headache and "pain in left arm," however, it was indicated that they are unsure if was "caused by the product issue or strenuous activity from the day before." The customer's caregiver "could not confirm if there was any treatment provided by a healthcare professional (hcp) at the time of the call." No further details was provided. There was no report of death or permanent injury associated with this event.